Event description:
It was reported that the pump battery could not be charged. During troubleshooting with tandem technical support, it was confirmed that the issue resolved on its own and the pump started charging successfully. There was no adverse impact to the customer's blood glucose level.